Event description:
It was reported that the patient was undergoing an elective upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p). The physician utilized the same puncture to extract the old leads and to implant new right atrial (ra), right ventricular (rv), and left ventricular (lv) leads. However, when the physician attempted to place the rv lead, it was observed that the suture sleeve was not present on the pocket site. Further exploration revealed that the suture sleeve of the rv lead had migrated to subclavian vein and was unable to be moved because it had become stuck. The physician achieved femoral vein access through the use of a balloon and was able to retrieve the suture sleeve through inflation. However, it was noted that the suture sleeve dislodged from the balloon into the pulmonary vein. The physician elected to abandon the suture sleeve in the pulmonary vein to resolve the event, because the patient was observed to be systemically well with no consequences and the system was functioning normally.